Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure (batch no. C51080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device 'inefffective'". The patient's medical history included multigravida, parity 3 ((B)(6) 2008, (B)(6) 2004, (B)(6) 2002), caesarean section and termination of pregnancy - elective. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included adhesions nos postoperative. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine") and nausea ("nausea"). On an unknown date, the patient experienced depression ("depressed"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). The patient was treated with surgery (removal of pregnancy). Essure treatment was ongoing at the time of the report. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, anxiety, depression, vaginal haemorrhage, fatigue, alopecia, migraine, nausea, vaginal discharge and abdominal pain outcome was unknown and the pelvic pain, headache, dysmenorrhoea and menorrhagia had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: if you have not had your essure removed, are you currently planning for essure removal? Yes. If yes, provide the anticipated or scheduled date, the healthcare provider, and the reason(s) for removal: anticipated or scheduled date: not scheduled yet. "The number of expanded coils that." One more pregnancy episode with essure in 2018 captured under the case (B)(4). Appeared trailing into the uterine cavity was 4 on both side. Insertion details, specify - approximately 1 cm of the micro-insert (wound-down coils) appeared trailing into the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2015: negative. Most recent follow-up information incorporated above includes: on 14-jan-2019: pfs and mr received. Reporters information updated. Lot no. Added. Events: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), pregnancy (stillbirth or miscarriage), psychological or psychiatric problems, migraines / headaches, nausea, dysmenorrhea (cramping), pain, vaginal discharge, fatigue, hair loss , abdominal pain were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an adult female patient who had essure (batch no. C51080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device inefffective". The patient's medical history included multigravida, parity 3 ((B)(6) 2008 , (B)(6) 2004 , (B)(6) 2002), caesarean section, termination of pregnancy - elective, subchorionic hemorrhage, ovarian cyst, motor vehicle accident and acute cystitis. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included postoperative adhesion, contusion, muscle spasm, back pain, weakness, uterine fibroid, uti, pneumonia, acute bronchitis, gerd, upper respiratory infection, chest pain, muscle strain, rib pain, knee pain, knee swelling, arthritis, joint effusion and corneal abrasion. Concomitant products included ibuprofen, ibuprofen (motrin) and medroxyprogesterone acetate (depo provera). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine") and nausea ("nausea"). In 2016, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage ("abnormal bleeding (general)") and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). The patient was treated with surgery (removal of pregnancy). Essure treatment was ongoing at the time of the report. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, anxiety, depression, vaginal haemorrhage, fatigue, alopecia, migraine, nausea, vaginal discharge and abdominal pain outcome was unknown and the pelvic pain, headache, dysmenorrhoea and menorrhagia had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: if you have not had your essure removed, are you currently planning for essure removal? Yes if yes, provide the anticipated or scheduled date, the healthcare provider, and the reason(s) for removal: anticipated or scheduled date: not scheduled yet the number of expanded coils that. One more pregnancy episode with essure in 2018 captured under the case (B)(4). Appeared trailing into the uterine cavity was 4 on both side. Insertion details, specify - approximately 1 cm of the micro-insert (wound-down coils) appeared trailing into the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2015: negative. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: vaginal haemorrhage, pelvic pain, abdominal pain, headaches lot number: c51080 manufacturing date: 2014-04-28 expiration date: 2017-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. C51080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device inefffective". The patient's medical history included multigravida, parity 3 (11/11/2008 , 06/11/2004 , 11/26/2002), caesarean section, termination of pregnancy - elective, subchorionic hemorrhage, ovarian cyst, motor vehicle accident and acute cystitis. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included postoperative adhesion, contusion, muscle spasm, back pain, weakness, uterine fibroid, uti, pneumonia, acute bronchitis, gerd, upper respiratory infection, chest pain, muscle strain, rib pain, knee pain, knee swelling, arthritis, joint effusion and corneal abrasion. Concomitant products included ibuprofen, ibuprofen and ibuprofen (motrin). On (B)(6) 2015, the patient had essure inserted. In 2016, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine") and nausea ("nausea"). On an unknown date, the patient experienced depression ("depressed"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). The patient was treated with surgery (removal of pregnancy). Essure treatment was ongoing at the time of the report. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, anxiety, depression, vaginal haemorrhage, fatigue, alopecia, migraine, nausea, vaginal discharge and abdominal pain outcome was unknown and the pelvic pain, headache, dysmenorrhoea and menorrhagia had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: if you have not had your essure removed, are you currently planning for essure removal? Yes. If yes, provide the anticipated or scheduled date, the healthcare provider, and the reason(s) for removal: anticipated or scheduled date: not scheduled yet the number of expanded coils that. One more pregnancy episode with essure in 2018 captured under the case 2019-018217. Appeared trailing into the uterine cavity was 4 on both side. Insertion details, specify - approximately 1 cm of the micro-insert (wound-down coils) appeared trailing into the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 12-jan-2016: total bilateral occlusion. Pregnancy test urine - on 04-jun-2015: negative. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: vaginal haemorrhage, pelvic pain, abdominal pain, headaches quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.